Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center display screen suddenly went black during an unknown test, and when the power was turned back on, the patient information that had been entered was also lost. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Updated fields: b3, b5, d10.

Event description:
The issue was found during a diagnostic examination of the large intestine, which was completed with the same device after a slight delay to re-input patient information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following field(s): h4 and h6. The device was returned for evaluation where the reported event was not confirmed. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.